Event description:
No updates.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a caspar distraction pin 14mm (part # ff904sb) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the surgery, while attempting to remove the pin, the tip of the device broke off into patients anterior vertrebal body. The fragment remained in situ as to minimize likelihood of patient harm. The complaint device was not returned to the manufacturer for evaluation. No patient complications have been reported as a result of this event. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).